Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called for information about an online tutorial to change a glucose sensor and reported experiencing low blood glucose of 46 mg/dl. He treated with orange juice and food. The customer was in a hurry to get off the phone call and serial number was not verified. Troubleshooting was not performed and the insulin pump will not be returning for analysis at this time.